Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp 10 was inserted through the 14fr low profile sheath via the femoral artery in a 69 year old male preoperatively. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d and appears they were supported by ECMO. The patient had been using cp since on (B)(6) to stabilize hemodynamics prior to vsp surgery. The surgery took place on (B)(6), and the pump was surgically removed on (B)(6). During this procedure, the pump was retracted into the sheath as usual, but resistance was felt midway. The pump and sheath were removed together. Hemostasis was achieved surgically. The pump had been retracted into the sheath up to the front of the pigtail, but an unknown biological substance had become lodged on the pigtail protruding from the tip of the sheath. When the pump was removed from the sheath, a red clot-like substance was found at the discharge port. No clot was found in the shaft, and the sheath was previously aspirated to confirm the absence of clots. Pulse activity was confirmed in the dorsalis pedis artery using a doppler. No discoloration of the lower limbs were noted, and the doctor stated there was no risk of lower limb obstruction. The doctor believes that this was due to the fact that the operation had already taken place and heparin had been discontinued for the entire body and for purging (sodium bicarb was used for purging) until the day of removal, and he confirmed that there were no concerns with the impella's operation until the end. Regarding the administration of sodium bicarb and heparin, it seems that sodium bicarb for purge was administered for the entire period, but systemic heparin was administered from the day of surgery to the day of removal.

Manufacturer narrative:
Corrected: d4 (serial & catalog). Difficult/unable to remove through other device: the cause of the inability to remove the pump through the sheath was not determined since insufficient clinical details were provided and no product was returned. Thrombosis: the cause of the thrombosis was unable to be determined due to insufficient clinical details.